Event description:
It was reported that the image from the autoclavable camera head was not displaying, and noise appeared with horizontal stripe. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.